Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient status was unknown.

Manufacturer narrative:
The reported event of over-sensing could not be confirmed. The reported event of noise could not be confirmed. As received, the device was above elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. The electrical test performed, including mechanical stress testing, sensing and battery assessment indicate normal device characteristics. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device has not reached elective replacement indicator level yet.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited noise that was over-sensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition.